Manufacturer narrative:
The subject device was not returned to omsc but was returned to (B)(4) for evaluation. (B)(4) checked the subject device and found the reported phenomenon due to the failure of the electrical circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it seemed like that the camera head was dropped or hit against something because there was a dent on the camera head. This might have damaged the ccd, and e226 and noisy image might had occurred. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found that the scope communication error e226 occurred and the endoscopic image was not displayed with noise. There was no report of patient injury associated with the event.